Event description:
It was reported that during an unknown procedure a solid tone was heard and the scalpel could not pass the pre-run test again. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned with excessive fluids and dried tissue. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. The device was disassembled to inspect internal components and excessive dried body fluids in the inner tube were found and could attribute to issues with the operation of the blade. In addition, corrosion was found at the max hand activation dome. The blade was tested individually and passed functional testing. The error code was due to the body fluids loading the blade and the generator reacting with an error code. The corrosion in the dome is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the max hand activation button.